Manufacturer narrative:
E1. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter got stuck when crossing the lesion and could not be smoothly crossed. Therefore, the burr was replaced, and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was completed and confirmed that the event of device - difficult/unable to advance was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: as the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. Therefore, based on a thorough review of the device history record (DHR) and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter got stuck when crossing the lesion and could not be smoothly crossed. Therefore, the burr was replaced, and the procedure was successfully completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that 90% stenosed target lesion was located in the mildly tortuous and mildly calcified. And also confirmed, that the issue reported that the burr was not actually stuck within the lesion, rather the burr catheter was difficult to advance. The device was removed from the patient in simply pulled out.